Event description:
Mechanism of deployment for resolution ultra clip (yolk/yoke) seen in patient stomach after deployed (should stay attached to introducer) removed with forceps. Clip introducer in bag in gi lab with reference and lot number attached. Representative notified.